Event description:
It was reported that two xia serrato polyaxial screw tulips disengaged post-operatively. Revision surgery is not planned at this time. This report captures the second of the two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Due to no product return, x-rays, and insufficient information regarding initial procedure, no root cause could be determined conclusively. Potential root causes include: excessive torque applied to blocker, improper alignment of rod in tulip head, external trauma, patient compliance issues, delayed healing, and more. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two xia serrato polyaxial screw tulips disengaged post-operatively. Revision surgery is not planned at this time. This report captures the second of the two screws.